Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided) due the non-tandem infusion set cannula hitting scar tissue causing it to bend and leak. Reportedly, customer changed the type of infusion set used. Customer did not provide brand name of the infusion set.